Event description:
As reported by the user facility: brief inquiry description free flow - secondary infusion to primary bag. Detailed inquiry description customer is reporting 2 instances of free flow of secondary medication to primary bag. Details listed by customer as follows: event 1: included IV potassium on a post cardiac surgery patient event 2: 1 gram ceftriaxone no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note that it is unclear which event occurred with which set but see b. Braun medical internal report number (B)(4) and MDR # 2523676-2024-00348 for second report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.